Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Per study by gauthier, dinh, and beaule, bone joint res. 2013 aug 2;2(8):140-8, "peri-acetabular bone mineral densityin total hip replacement.": allegedly one hip was revised for aseptic cup loosening at 11 months follow up.

Manufacturer narrative:
This report will be updated when investigation is complete.